Event description:
New information received on (B)(4) 2019 indicating that programming changes were made on (B)(6) 2019.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented with episodes of post-paced t-wave oversensing on the implantable cardioverter defibrillator. Programming changes were discussed.